Event description:
It was reported a patient sustained a fracture when the patient fell out of a centrella bed. Reportedly the patient got out of bed and fell in which the patient sustained a fracture (location, type of fracture or treatment were not reported). Additionally, the bed exit alarm did not sound. Multiple attempts to obtain additional details from the customer have been unsuccessful. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.